Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that concern was expressed about the implantable cardioverter defibrillator (ICD) battery lasting less than a certain period of time. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 implantable tachy lead, (B)(6) 2011; 5076 implantable pacing lead, (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.